Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injections of vancomycin (1 gram, route and frequency not reported), injections of amikacin (150 mg, route and frequency not reported), injections of cilanem (250 mg in each bag, intraperitoneally, frequency not reported), cifran (orally, dose and frequency not reported) and flucon (orally, dose and frequency not reported) for peritonitis. The outcome of the peritonitis was not reported. The pd therapy was ongoing. Additional information was requested but was not available at this time.